Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter transfer set should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment during hospitalization was not reported; however, four days after the hospitalization, the patient was discharged and treatment with cefepime (route, strength and dose not reported) was ongoing. The patient recovered from the peritonitis event. No additional information is available. This is report 1 of 3.